Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported, that the 2021-jan-21 dye study showed that the catheter was still in place. And in the intrathecal space. A CT scan was performed, and the pump was refilled with nacl. It was unknown, factors led or contributed to the event. The volume discrepancies had resolved. The event was considered resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0212312228, implanted: (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a manufacturer representative on (B)(6) 2021, regarding a patient receiving morphine and preservative free normal saline (pfns) via an implanted infusion pump. It was reported that a volume discrepancy occurred at a refill in (B)(6) 2020. They were expecting 9.7ml and got back 26ml. The patient was then weaned off of morphine and put on oral medications. The pump was filled with pfns in (B)(6) 2020 and was running at a rate of 0.5ml/day. When they checked the volume of the pfns, it was supposed to be 10ml but they got back 39ml. A dye study was scheduled for (B)(6) 2020. It was noted that the patient did not have any symptoms.